Event description:
Following a surgical procedure wherein an unknown osteoraptor 2.3 suture anchor was reportedly used the patient developed a superficial infection. A smith & nephew medical advisor followed up directly with the operating surgeon who indicated the patient¿s wound infection was treated with a few days of ab and a short lavage in the or. The surgeon specifically indicated that the issue was not anchor related, however this cannot be confirmed. The patient was reported as healing well.

Manufacturer narrative:
On august 6, 2013, smith & nephew issued a voluntary recall. (B)(4).